Event description:
The guidewire of a feeding tube was not removed after insertion. The port and the guidewire look alike and with same color making differentiation difficult for an inexperienced clinician determine the difference.